Manufacturer narrative:
(B)(4). Approximate age of device ¿ 14 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. The operating surgeon stated that the patient experienced significant bleeding post-implant and required volume resuscitation and surgical re-exploration. The patient's coumadin dosage was reduced due to bleeding and a low hematocrit level. The patient's international normalized ratio (inr) stayed above 2.0 per the medical team. The surgeon reported that the patient appeared to be in disseminated intravascular coagulation (dic). The medical team noted that the patient's lactate dehydrogenase (ldh) rose to 1453 u/l on (B)(6) 2015, and then continued to rise on (B)(6) 2015. The patient also demonstrated impaired renal function on (B)(6) 2015 with a creatinine of 3.68mg/dl. A ramp study via echocardiogram was performed on (B)(6) 2015 and showed that both the aortic valve was opening with every cardiac cycle and that the left ventricular end-diastolic diameter was 8cm and remained unchanged despite pump speeds of 11,000 rpm. The pump was exchanged on (B)(6) 2015 and it was reported that thrombus was observed in the inflow conduit and the outflow graft. It was also noted that after the pump exchange, there was a lot of bleeding, so the patient's chest was left open and subsequently closed a couple of days later. The patient was reportedly doing "ok" and the new pump is working well.

Manufacturer narrative:
Device evaluation: the report of thrombus within the pump, inflow conduit, and outflow conduit could not be confirmed through the evaluation of (B)(4). The device was returned disassembled with the driveline (dl) cut approximately 1.5 inches from the pump housing and approximately 6 inches of the distal portion of the dl was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and elbow) was returned detached from the pump¿s outlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The device could not be rebuilt and functionally tested under load conditions due to the way it was disassembled by the customer prior to being returned for evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.